Manufacturer narrative:
Concomitant product(s): product ID :a2dr01, serial# (B)(4), implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation report showed short v-v intervals that appeared to be some oversensing on the right ventricular (rv) lead. Programming changes were discussed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there were programming changes made in response to the right ventricular (rv) lead oversensing.